Event description:
The catheter was placed via the right subclavian on 10/30/96 for tpn infusion. The pt's shoulder swelled during an infusion through both lumens. The surgeons stated he was very careful not to use sharp instruments around the catheter. The pt had some chemical irritation.

Manufacturer narrative:
Two segments of a dual lumen catheter were returned for eval. Catheter had been separated at distal end of bifurcation. Proximal segment consisted of red and white blunt connectors and adapter legs. It measured 10.0 innches. Distal segment measured 15.3 inches and contained a dacron cuff slightly impregnated with blood or tissue. Cuff was found 5.6 inches from proximal end of catheter. Dried blood was present intermittently throughout distal one-half of one lumen. There were four black depth markers on distal segment, and a single red dot marker was located 4.5 inches from proximal end. Patency of both lumens was established by flushing colored water through each lumen with a 12cc syringe. A single, multidirectional leak was located in only one lumen durint this testing. Occluding the distal tip and flusing water through each lumen found no other leaks. Tactual examination of distal tubing segment found depressions located 0.9 inches from proximal end and 0.1 inches proximal to red dot marker. A tensile elongation was noted at the 4 dot depth marker. Microscopic examination of outer diameter of catheter at these locations revealed that two depressions and tensile elongation contain serrated impressions which confirm use of traumatic clamping instruments, such as hemostats. A third serrated impression was located microscopically at proximal end of this segment. Nine inches from proximal end, perpendicualr cut across one lumen was located. Cut had irrigular edges which dissect inot a much shallower angle and give appearance of wings. Overall effect represents a flap which protrudes externally. Face of shallow angles was even, smooth and glossy. Edge face at cut's center was very irregular and gave impression of broken ice as light was reflected on it. Different angles suggest that cut possibly resulted from two separate mechanisms, that is, an object with jagged edges cutting down into silicone forming irregular center and ensuing lateral movements which caused shallow cuts. Dried blood within lumen began almost immediately at cut. A shiny, gold colored half-disc shaped foreign object was located at extreme distal tip of catheter. Foreign object was attached to outer surface of catheter and placed in close proximity to catheter, it was attracted back to catheter's exterior surface. Curved edge of foreign object was regular and even, while straight edge was jagged. Placed in contrast to cut in catheter, object was found to be slightly smaller than overall length of cut. Multiple sites containing indications of use of traumatic instruments implies user handling of catheter in manner contrary to MFR's instructions for use. Although origin of foreign object cannot be stated definitvely, it may be a piece of flaked metal plating from surgical instruments. It cannot be conclusively stated that foreign object caused damage to catheter, but its size and shape relate closely to damage to catheter.